Manufacturer narrative:
This complaint was from a medwatch report filed by a physician who gave no contact information. Hence, it was not possible to follow up in any way. However, mecta has obtained the paper and reviewed the findings. As noted earlier, no direct demonstration of an untoward effect of ect on any biological or functional domain.

Event description:
Journal article suggesting heightened levels of oxidative dna damage marker 8-hydroxy-20-deoxyguanosine (8-ohdg). International journal of psychiatry in clinical practice, effects of electroconvulsive therapy on nitrosative stress and oxidative dna damage parameters in patients with a depressive episode; published online: 24 jan 2022. This article describes no direct demonstration of an untoward effect of ect on any biological or functional domain.